Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no deliver. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump had cracked battery tube threads, stripped battery cap at the coin slot area, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked and had a previous blank display. Blood glucose level at the time of the incident was not provided. Customer declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.